Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: product type lead ,product ID 37601, serial# (B)(4), implanted: (B)(6) 2020, product type implantable neurostimulator. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that when the manufacturer's representative (rep) tested impedance for conversion, the right side was low. The left side impedances are all within normal limits. Right side: c4: 391 ohms c5: 394 ohms c6: 390 ohms c7: 389 ohms 45: 126 ohms 46:126 ohms 47: 124 ohms 56: 128 ohms 57: 128 ohms 67: 127 ohms. The caller reported they don't know when the right side low impedance started, but it has been for several years. The caller reported the patient is nonverbal, and her parkinson disease has progressed. The caller reported the patient's family knows when implantable neurostimulator (ins) is turned off, patient becomes rigid. Caller reported the patient is programmed: c+5: 3.2v/60pw/185hz therapy impedance: 387 ohms/7.9ma. During investigation, additional information was received from the manufacturer representative. They reported that the implanted neu rostimulator was replaced due to elective replacement indication. They clarified of the implant being off and patient becoming rigid was a description of the patient's baseline. The cause of impedances is undetermined and was not improved with replacement of the implant. Refer to manufacturer report #3004209178-2022-01329.

Event description:
Additional information received from rep stating that no additional actions/interventions are planned at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.